Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The battery reached a normal end of life and the telemetry and output were okay. Destructive analysis showed no evidence of an internal mechanism for premature depletion.

Event description:
It was reported that the implantable neurostimulator depleted prematurely. The device was explanted and replaced. No injury was reported. No additional information was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.